Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of (300 mg/dl) the customer was assisted by the school nurse to deliver a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), the contact noted an air gap .25 long in the infusion set tubing close to the luer lock. The contact was instructed to expel air gap by performing fill tubing. In addition, the contact noted after 4 u of insulin nothing was coming from the end of tubing during fill tubing. Cts had the contact perform one more fill tubing for 5u of insulin and was able to get a steady flow of insulin drips from the end of the tubing line.